Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. Customer¿s blood glucose level was 224 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.